Manufacturer narrative:
A ge service rep performed an on site investigation. The cine bridge pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported an intermittent loss of vascular imaging mode functionality. No pt or user injury was reported related to this event.